Manufacturer narrative:
(B)(4). Concomitant medical products: catalog#: 31-300818, arcos 18 x 150mm sts stem trl, lot#: 843340. Catalog#: 31-300918, arcos 18 x 190mm sts stem trl, lot#: 835540. Catalog#: 31-301300, arcos con sz a std 50mm trl, lot#: 422427. Foreign: (B)(6). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-05671, 0001825034-2019-05672.

Event description:
It was reported that the proximal body would not disengage from the stem. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.